Event description:
It was reported that the patient experienced sudden loss of continence with his artificial urinary sphincter (aus). There was a hole in the device at an unspecified location. All components were removed and replaced with a new aus system. The patient was fine post procedure.